Manufacturer narrative:
The device was returned to olympus for evaluation and confirmed the event a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was likely that event occurred because electrical communication was not performed properly due to faulty video cable connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video processor exhibited b30 error (scope communication error). Reported, with noisy image, due to faulty video cable socket. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.